Manufacturer narrative:
H10: a philips authorized service provider (asp) reported the customer declined service and elected to have the device repaired with a third-party service vendor. No additional details were provided. The final disposition of the device is unconfirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting a low tidal volume on the v60 ventilator. The device was not in clinical use. There was no report of harm.